Manufacturer narrative:
(B)(4). Tyvek. The analysis results found that the ple60a device was returned inside its original package. Upon visual inspection of the package, scratches were found on the tyvek and two rips were observed; evidence of dragging was noted around the rips. The damage found at the tyvek of the packaging is related to external handling from ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when pulled out of the box, it was discovered that there was a tear in the packaging. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what part of the packaging was torn? Was the sterility compromised as a result of the tear? The part of the packaging that was torn, was the tyvek wrapping over the plastic container. This tear absolutely compromised the sterility of the device.